Event description:
It is reported that the insulin pump alarmed prime alarm during prime testing. Unable to complete the prime test due to prime alarm. Piston continues to move forward causing insulin to squirt out. It was also reported that the customer was hospitalized for high blood glucose.

Manufacturer narrative:
The insulin pump received with prime alarm during basic occlusion test due to protruded/loose drive support disk. Unable to perform the occlusion and excessive no delivery test due to prime alarm.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.